Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was not activating when pressing on the foot switch. There were no reports of patient harm.

Event description:
It was reported the subject device was not activating when pressing on the foot switch. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's complaint was confirmed. The unit failed to activate the pump monitor when the footswitch was pressed due to a damaged pump head assembly with its built-in switch assay was damaged with a broken piece. . Additionally, rust on the top cover was observed. A review of the device history record found no deviations that could have caused or contributed to the issue. The most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the results of the investigation, the definitive root cause of the failures could not be determined. Olympus will continue to monitor field performance for this device.